Event description:
Following a pulmonary vein isolation procedure performed on (B)(6) 2024 the patient developed complications due to an esophageal fistula. The procedure had been successfully completed with no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: d4, g3, h2, h3, h4, h6. An event of an esophageal fistula was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.